Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter: leaking when injecting chemo and the medication went everywhere the two products were connected the texium and the smartsite today additional information received from the customer: did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Was there a delay of, or change in, the course of treatment due to the event? No. How was treatment completed for customer? Just used the next item in the bin. What was the medication/fluid in use at the time of the event? No. Total number of occurrences? 1.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three samples of bd smartsites were submitted for quality investigation. There were damages or abnormalities during inspection of the product. The samples were then connected to sample bd texium connectors with syringes. Water was drawn and push through the connection without any leakage. The customer complaint of leakage could not be verified. A root cause was not determined because the failure was not replicated. A device history record review for model 2000e lot number 24115041 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.